Event description:
It was reported through a research article identifying that the heartmate 3 left ventricular assist system may be related to the following: may be related to changes in the aortic valve function leading to regurgitation. Specific patient information is documented as unknown. Details are listed in the attached article, titled "left-ventricular assist device impact on aortic valve mechanics, proteomics and ultrastructure.¿ it was reported through the literature that aortic regurgitation (ar) has been increasingly recognized as a relatively common, detrimental complication of left ventricular assist device (lvad) support leading to decreased pump efficiency and worsening heart failure. Lvad¿s are known to alter the aortic valve¿s (av¿s) hemodynamic environment, including increasing trans-valvular pressure, decreasing aortic pulsatility, and disrupting the vortices in the sinuses of valsalva. The article did not provide information regarding whether or not the lvad patients included in the study had experienced any adverse events, and no specific clinical symptoms were described. The authors hypothesized that the altered mechanical stimulation of avs in lvad patients affects the av¿s cells, the matrix composition those cells produce, and ultimately the valve¿s material properties. The altered av material properties then could contribute to aortic regurgitation (ar) development long term. Valvular material was collected from 16 lvad patients (15 male/1 female) and 6 non-lvad patients (4 male/2 female) after a heart transplant was performed. The average age of the study group was 54.7+/- 8.7 years, and the duration of support in the lvad group was 477 +/- 410 days. Pre-transplant av status was as follows: = mild ar: lvad patients = 15 (93.8%), non-lvad patients = 5 (83.3%); mild-moderate ar: lvad patients = 1 (6.2%); non-lvad patients = 1 (16.7%). Av samples were analyzed using biaxial mechanical tensile testing, mass spectrometry-based proteomics, and transmission electron microscopy to assess ultrastructure. It was found that the av¿s in lvad patients demonstrated increased stiffness with increased valve cell activation, immune and oxidative stress, and transforming growth factor proteins. The authors concluded that the results demonstrate that the avs in lvad patients were responding to altered hemodynamics with increases in signaling pathways related to injury and valve cell activation, ultimately leading to valve stiffening as compared to non-lvad patients.